Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. This system was reprogrammed from the primary to the alternate vector to mitigate further oversensing. Additional information was received that this s-ICD was found to have exhibited increased battery depletion with recommendation from technical services (ts) of device replacement. This device was confirmed to have therapy still available for 90 days. This system remains in service. No adverse patient effects were reported.